Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on in-house system for a latex cut test. The scissors cut cleanly through (B)(4) latex. The blade edges were not damaged. Electrical continuity testing was performed and passed. An additional observation not reported was the instrument tube extension had a small area measuring .058 x .073 where pad printing was removed. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors instrument was dull. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.